Event description:
At approx 4:00pm on tuesday, (B)(6) 2013, winco's customer care manager, (B)(4) received a call from (B)(6) with nursing home and rehab center. Ms. (B)(6) informed winco that a patient was injured while using 524 chair (s/n (B)(4)) on saturday, (B)(6) 2013, at approx 6:00pm. Ms. (B)(6) stated that the pt wedged his leg between the seat and arm of the chair for no apparent reason. When the patient attempted to remove his leg he inadvertently broke the sidearm panel. The break in the side arm panel then lead to lacerations on his leg while attempting to get out of the chair. After unsuccessful attempts by the staff to remove the patient from the chair the concord nursing facility called the fire department at which time he was extracted from the chair and transported to the hospital. Ms. Rosemont contacted the patient's wife and was advised that he had no broken bones and was being treated for the lacerations.